Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with bright red bleeding from the rectal tube but denied any abdominal pain or other symptoms.

Event description:
It was reported that a colonoscopy found large extensive ulcerative area with necrosis on the sigmoid colon. It was also noted that on (B)(6)2022 the patient presented with diarrhea, abdominal pain, and worsening leukocytosis. A stool sample came back positive for c. Diff. Antibiotics were given and the infection eventually resolved on (B)(6)2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient had remained ongoing on heartmate 3, left ventricular assist system (lvas), before ultimately expiring on 19jun2022 (captured under MFR # 2916596-2022-12061). No product is available for investigation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding and infection as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate 3 lvas patient handbook is also currently available. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was treated with blood products.

Manufacturer narrative:
Section a date of birth: patient privacy laws prohibit the release of private patient information. The patient's date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.